Manufacturer narrative:
S.w version 6.7v retainer ring = black case type = ngp prime customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2023. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 22:32:00.000 (B)(6) 2023 11:54:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 08:03:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:11:28.000 (B)(6) 2023 12:15:32.000 (B)(6) 2023 12:16:46.000 (B)(6) 2023 12:17:37.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 01:49:36.000 (B)(6) 2023 12:17:36.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 6:38:58 am. There was no power data available for the date for (B)(6) 2023. Unable to check power data for low battery alert, failed batt/battery failed alarm and replace battery alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed, suspected on pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 18-jul-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 22:02:00.000 (B)(6) 2023 01:25:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 22:18:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 01:49:36.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. A high sleep current measurement (unexpected battery power loss), low battery life or low battery alert, failed battery alert/battery failed alarm and replace battery alert were confirmed, suspected on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery low as the battery did not last more than 1 week. No harm requiring medical intervention was reported. Troubleshooting was performed and adjusted screen time after 15 sec and will turn off the screen itself earlier. The customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.